Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. However, due to the device being returned unpackaged, we are unable to confirm the reported event.

Event description:
On 09/20/2022, it was reported by a sales representative via sems that a ar-6069-45l reelpass suturelassosuture rolls out 2 inches and will not advance at all, repeatedly tried to pull the suture out and it wouldn't budge. This occurred during an unspecified time, with no patient effect reported.